Manufacturer narrative:
The actual device was not returned for evaluation, however pictures of the device were provided and the complaint was able to be confirmed based on the pictures. After review of the pictures, it was clear that product was caught in the seal, interfering with the seal process and preventing a complete seal. The most common cause is the sponge can shift while in the pouch prior to the pouch being sealed. The root cause is manufacturing error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".